Manufacturer narrative:
The DHR was reviewed and the ilet met all manufacturing specifications prior to release. The log review confirmed the ilet was performing to specification, reacting to increasing cgm glucose as needed and triggering alerts which were acknowledged by the patient. The data shows the patient experienced bgs > 300 mg/dl between 5 - 9 pm and 10 -11 pm on 4/9. The cause of this event is not associated with the use of the ilet, but the specific cause is unknown. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On 4/11/2025, a beta bionics employee reported a patient experienced a hyperglycemia event on (B)(6) 2025 with vomiting and nausea. The patient's bg was reported as 400+ mg/dl. The patient stated the ilet triggered high bg alerts. The patient went to the ER and was treated with insulin and fluids, which stabilized her. The patient was released from the ER (not admitted) and went back on the ilet. It was also reported that the patient has bipolar disease which may have contributed to the event. The patient is currently doing fine.